Manufacturer narrative:
The following functional tests were performed: a field service engineer (fse) went onsite to evaluate the device and found that the speaker was defective. A quote for a replacement speaker was provided to the customer. Based on the information available, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided with a quote for a replacement speaker. The customer is taking responsibility to correct/repair the device. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the suresigns vs4 nbp, spo2 had a defective loudspeaker. A good faith effort (gfe) was performed to clarify if the speaker produced sound at the time of the event, but the information was unknown. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that the suresigns vs4 nbp, spo2 had a defective loudspeaker. It is unknown if there was still sound coming from the device at the time of the event.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
E1: (B)(4). A follow-up report will be submitted upon completion of the investigation.